Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump during the rewind sequence. The alarm was also received during a prime and after the settings were viewed. The customer's blood glucose level was 86 mg/dl. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.